Event description:
It was reported that a user experienced a charging issue with the ilet charger, where the indicator light illuminated for a few seconds and then turned off, and the ilet did not charge despite attempts with multiple outlets and power supplies; a replacement charger was sent after troubleshooting. Symptoms included no adverse health effects, and blood glucose was unaffected. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included user-reported troubleshooting with alternate outlets and power supplies. Investigation of this case revealed a suspected charger malfunction consistent with a device component failure of the external charging pad. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.